Manufacturer narrative:
Insulin pump was received stuck in communication error alarm loop during power up. Unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests or verify operating currents due to communication error alarms. Disassembled and reassembled the electronic assemble and fault disappeared. Fault was isolated to the electronic assembly. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed communication error several times. Customer's blood glucose level was not reported. The customer was unable to get the alarm cleared. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.